Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues when priming his insulin pump. In two occasions, while priming his insulin pump, the drops that came out of the tubing were not consistent. His blood glucose level was not reported. The product was not returned. Nothing further to report.